Manufacturer narrative:
Lot xd5a (1): device returned 14 april 2022. The investigation is still in process; we will communicate our findings in a follow-up report. Lot bfty (1): device returned 10 march 2022, manufacture date 27 june 2012. The returned device was visually inspected and the fractured tip was confirmed. Deformation was also noted on alternating threads of the device, indicating that the device was not properly seated in the implant during surgery. This may lead the user to exert excessive force which will then cause a bending stress on the threading (deformation) and, ultimately, fracture of the improperly seated tip. Functional testing confirmed the device was jammed. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and similar complaints were identified. Based on the deformation and jamming of the threading, the most likely root cause of the event is improper mating and use of excessive force.

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa reduction jack tip fracture. In both cases, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot xd5a (1): device returned 14 april 2022, manufacture date 29 january 2015 the returned device was visually inspected and the fractured tip was confirmed. Deformation was also noted on alternating threads of the device, indicating that the device was not properly seated in the implant during surgery. This may lead the user to exert excessive force which will then cause a bending stress on the threading (deformation) and, ultimately, fracture of the improperly seated tip. Functional testing confirmed the device was jammed. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and similar complaints were identified. Based on the deformation and jamming of the threading, the most likely root cause of the event is improper mating and use of excessive force. Additionally, consistent use of the instrument throughout its lifetime may have contributed to fatigue and led to the reported failure. Lot bfty (1): investigation conclusion provided in initial report

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative mesa reduction jack tip fracture. In both cases, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.